Event description:
Physician was trying the dyonics inteleject pump model #4350 on his patient. The salesman was present in the operating room at the time. While positioning the patients' leg, the assistant noted increased swelling to the rt. Knee. The physician immediately deflated the tourniquet. It was noted that the dyonics pressure pump failed. No alarm was sounded by the machineinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.